Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of fixture (date not reported). The patient was reimplanted with a new device on (B)(6) 2015.